Event description:
It was reported that a failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient began feeling ¿unwell¿. The patient looked at his tandem insulin pump (receiver for the dexcom) and noticed he had a sensor failure alert. It is unclear how long the patient had gone without cgm readings. The patient was not testing his blood glucose (bg) via fingerstick as a back-up. The patient eventually started vomiting and called 911. Emergency medical services (ems) arrived and transported the patient to the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with an IV insulin drip in conjunction with IV dextrose to stabilize his bg level. The patient was in the hospital at the time of report, expecting to be discharged later that day on (B)(6) 2023 but was reportedly doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.